Event description:
It was reported that the lead warning triggered, and the atrial lead exhibited high impedance, include unipolar impedance higher than bipolar impedance. The atrial lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.